Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the distal portion of the lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located 41.1 cm to 41.4 cm from the distal tip. Procedural damage to the lead body was noted at 11.8 cm to 13.7 cm, 26.1 cm to 26.5 cm and 41.5 cm to 42.1 cm from the distal tip. No other anomalies were found.